Event description:
It was reported that patient ipg depletes quickly. No device malfunction was suspected. The patient underwent an ipg replacement procedure with an MRI compatible device and was doing well postoperatively. The explanted ipg was not returned due to patients preference.